Event description:
It was reported that a homechoice device experienced an unknown alarm. This occurred during an unknown step in peritoneal dialysis therapy. The patient was connected at the time of the alarm. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the reported event was unknown; however, a low battery alarm was identified during a review of the event history log. A sample evaluation was performed and functional testing verified the reported problem. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A short simulated therapy was successfully performed. The cause of the condition was determined to be depleted lead acid battery. To correct the condition, the lead acid battery was replaced. Should additional relevant information become available, a supplemental report will be submitted.